Event description:
During the electrotherapy treatment, the pt alleged that they felt a burning sensation in the area of treatment. The physical therapist investigated, and reported that they heard a sizzling.

Manufacturer narrative:
Awaiting device evaluation.